Event description:
The pt received a trial scs system on (B)(6) 2011. It was reported that the pt caught a trial cable on the arm of a chair at the hospital and the lead had subsequently migrated two vertebral level. The pt had experienced no stimulation and then overstimulation. The system was explanted the next day. It was reported that the doctor has referred the pt to another doctor for implantation of another trial system at a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.